Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 300 mg/dl. The customer was treated with manual injection and she has a nove log pen. The troubleshooting was performed. The customer insulin pump is working as is designed. The customer was advised to follow up with healthcare provider in regards to the basal rates changes that she made.